Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for an indeterminate amount of time. Reportedly, the pump regained connection and the customer continued to use the pump for insulin therapy. The customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained. There was no reported adverse impact to the customer's blood glucose level.